Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained with a follow up call to the patient. The patient stated that she first became aware of the issue, two weeks prior to contacting lfs, alleging that she obtained inaccurately high blood glucose results of ¿405 mg/dl¿ on the subject meter compared to ¿740 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she tests her blood glucose 5 times per day and her normal range of results are ¿350-400 mg/dl¿ at the time of the issue the patient was in hospital following cancer surgery, it was whilst she was in hospital that she became aware of the difference between the subject meter and the hospital meter. The patient reported that she manages her diabetes with lantus insulin, 22 units per day, but at the time of the meter issue she was taking 36 units per day. The patient stated that she developed symptoms of ¿shakiness and vomiting¿ whilst using the subject meter, which required treatment with ¿glucose injection¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used the correct testing steps and an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and required treatment from a health care professional, whilst using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.